Event description:
During a procedure, the patient states that the physician lost the stent down their leg. The reporter refused to provide any additional info; therefore, the contact info in section e has been left blank as the info is unknown.

Manufacturer narrative:
During a procedure, the patient states that the physician lost the stent down the leg. The caller refused to provide any additional information. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. There is not enough information to draw a clinical conclusion between the device and the event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.